Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 2. Gts explained the system error, and had the patient check the connection to the patient line. The patient stated they were disconnected while sleeping. The patient stated that she was in drain cycle 2 when the error occurred. The patient elected to restart with all new supplies. Gts advised the patient to contact their nurse in the morning. No injury or medical intervention was reported.

Manufacturer narrative:
Per the initial report, the sample is unavailable.